Event description:
As reported to coloplast though not verified, the patient was implanted with mesh product for the treatment of pelvic organ prolapse. Later the patient experienced physical and mental pain and suffering and has sustained permanent injury, autoimmune disorders and has endured impaired physical relationships.

Manufacturer narrative:
Although a coloplast device was cited in this report, a product name or item number was not provided. Additionally, coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.